Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2026-04556 - device 2 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced four infusion set damaged event which led to hyperglycemia on (B)(6) 2025. The blood glucose level was high and the patient was treated with correction bolus via pump. The infusion set was in use for one day. The patient replaced infusion sets and resumed insulin successfully. No further information available.